Event description:
This report summarizes one malfunction. A review of the event indicated that model fvl14120 vascular stent graft experienced a misfire, material deformation, and a break. This report was received from one source. The device was used in the 76 year-old patient of 66 kgs. Patient gender was not provided. There was no reported patient injury.

Manufacturer narrative:
H10. For the reported event, one fvl14120 vascular stent graft was returned to the manufacturer. The investigation confirmed for a break, a misfire, and material deformation. The investigation was not able to determine a root cause. The reported application represents an off-label use of the device. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the reported event, one fvl14120 vascular stent graft was returned to the manufacturer along with two pictures. The investigation confirmed for a break, a misfire, and material deformation. The investigation was not able to determine a root cause. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the event indicated that model fvl14120 vascular stent graft experienced a misfire, material deformation, and a break. This report was received from one source. The device was used in the (B)(6) year-old patient of 66 kgs. Patient gender was not provided. There was no reported patient injury.